Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition greater than two seconds. No progamming changes were made to the system. No adverse patient effects were reported.